Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 70% stenosed, mildly calcified lesion in the severely tortuous circumflex (cx) artery was predilated with a 2.0x20mm maverick balloon. The physician attempted to advance the taxus express2 3.5x24mm drug eluting stent to the target area and experienced difficulty crossing the lesion. The catheter fractured at the hypotube while attempting to deliver the stent. The procedure was completed with a 3.5x23mm firebird. No patient complications occurred.